Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the customer changed the sensor and started a new continuous glucose monitor (cgm) session. The customer indicated that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support.